Event description:
There was no report of a device malfunction. The surgeon requested information regarding the size of the margin from the outer jaw. The complaint reported: the enclose ii device was used on a partly calcified aorta. When sewing, the surgeon noticed a pin point calcification inside the sewing space. In order to avoid that, he put a stitch further outside near the outer jaw. Then when removing the device, the aorta wall was torn slightly. The complainant reported that they felt that to avoid the calcification, the surgeon may have stitched the lower jaw not knowing its existence inside the outer jaw. It was also reported that the surgeon knew that it is against the instructions for use to use the device on a calcified aorta.